Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this event and failure analysis investigation has been completed. Failure analysis investigation confirmed the customer reported complaint. The broken srk piece was observed to be stuck in housing port 1. Instrument could not be tested in-house due to broken grip cable. A review of the system logs showed the instrument failed to unclamp following an incomplete clamp. A green reload was installed when the failure occurred. The logs show that the e-stop was pressed 2 minutes after the unclamp failure. The e-stop was pressed in the first step on the srk instruction tag. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside of the stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci-assisted low anterior resection procedure, the endowrist stapler 45 instrument had a bad clamp and the stapler release kit (srk) was used to remove the instrument. The planned surgical procedure was completed and there was no report of patient harm, adverse outcome or injury.